Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there were stimulation/therapy issues and a loss of stimulation/therapeutic effect, which was a gradual loss. Actions required as a result of the event for diagnostic testing or troubleshooting were reprogramming and impedance testing. The patient had full coverage of painful left leg prior to and after reprogramming to cover the entire leg more evenly. The patient continued to rate the pain as a 10. The manufacturer representative (rep) initially met with the patient thinking they were going to do a sensor activation but it quickly turned away from that. The patient had good relief during the trial and initially at implant. Over the last couple of weeks prior the pain had been anywhere between an 8 and 10. They thought it was because of the weather changes and associated with barometric changes. They also thought I may have something to do with the ¿little man that lived in the medical aspect of their left knee that was always in there hammering on it.¿ it took maybe 15 minutes to reprogram their device for more even coverage of their left leg to foot. It took an hour to get to that point because the patient and their mother were talking at the same time about all of their diagnosis, misdiagnosis, and problems with the former healthcare provider, and numerous other complaints the rep could not keep up with. The patient was in need of a total knee replacement. The rep spoke to the healthcare provider and they did not think that anything would ever be done that could help this particular patient with their pain secondary to the patients psychological issues and co-dependency with their mother. The patient had four groups with full coverage of entire left leg and continued to rate the pain at a 10. The denied wanting to do sensor activation the day of the report. The patient was asked to call the rep when they wanted to do so. There were no plans at either hcp office to do anything different at the time of the report. The patient status at the time of the report was alive, no injury, and the symptom or complication associated with the event was less than 50 percent therapy relief at the left leg to foot. The patient canceled the sensor activation. The rep asked the patient if the device was working for them and the patient responded that they definitely felt the stimulator was working, obviously better at some times than other. They had some relieving points from it over the last week prior. The past few days prior it had been difficult with greater than half of the days spent in miserable hyperthermia; the patient reported ¿grrrr, it was part of the illness.¿ the ¿thermoregulating system got all messed up.¿ the patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the manufacturer representative (rep) met with the patient the day of the report at the healthcare provider (hcp) office to reprogram and active the implantable neurostimulator (ins). The patient noted that as they began to heal more from surgery, they had noticed a positive benefit from the implant. The patient had used group c most of the time because it covered the better part of their painful areas without bleeding over into the right leg. They left c alone with the exception of adding a program for a lying position. The rep reprogrammed a, b, and d for full coverage of the painful areas in all positions. The patient noted ¿that really felt better¿ several times and was looking forward to having their knee replacement surgery with hopes of even better future pain relief. The patient was encouraged to call anytime they felt like therapy could be further optimized and with any questions or concerns they may have. They could tell a positive difference in the patient¿s last two visits, they certainly appeared to be ambulating even better post ¿programming. They were ¿impressed again¿ after discussing different settings for different positions at what the technology was capable of.